Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the event. The patient recovered from the peritonitis on an unknown date the month after the onset. Dianeal therapy was discontinued. No additional information is available.